Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260, (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue with electrode 12, with impedance values exceeding 40,000. The issue was identified as a red connectivity problem with electrode 12 only. Troubleshooting steps included connectivity and impedance checks. The issue remains ongoing. Cause is unknown. The manufacturer representative indicated they would send any further information as they become aware.

Event description:
Additional information was received from the manufacturing representatives. Rep provided serial number for the implanted stimulator but serial number for lead is unknown. Cause is undetermined. Impedance and connectivity checks were done. New programs were provided that avoided use of that electrode. Impedance is not resolved but the programming for the patient is. Information was confirmed with customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.